Manufacturer narrative:
Concomitant medical products: 359065 lead, implanted: (B)(6) 2013, 350973 lead, implanted: (B)(6) 2010; 355149 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. The cause of death was unknown but it occurred when the capped right atrial (ra) lead and right ventricular (rv) lead were being removed.